Event description:
It was reported while using bd connecta plus3 white pegs leakage occurred at an engagement within the set. There was no report of patient impact. The following information was provided by the initial reporter: during follow up we received an information: yes it has happened several times in the last few months. - this complaint was opened for a date unknown. Description from reported incident: the hospital is using bd connecta ref (B)(4) since 2017, and it's the first time there is a complaint from the bone marrow transplant unit. They report several cases of leakage of the 3way stopcock bd connecta through either the luer lock connection with the IV line, or through the white cylinder on the lower part of the stop cock. How often has the defect occurred? Several times. When did the incident occur? During use. Death? No. Serious injury? No. Erroneous results? No. Course of treatment changed due to event? No. Exposure to blood/bodily fluid? No. Medical int. Other than first aid? No. Needle/probe stick? No. Safety issue? No. Other actions taken: no.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary it was reported there was leakage with the three-way stopcock. As no photo or sample was returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 394601, lot 2122348. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformances, capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Based on the investigation, bd was not able to confirm the reported failure mode.

Event description:
It was reported while using bd connecta plus3 white pegs leakage occurred at an engagement within the set. There was no report of patient impact. The following information was provided by the initial reporter: during follow up we received an information: yes it has happened several times in the last few months. - this complaint was opened for a date unknown. Description from reported incident: the hospital is using bd connecta ref 394601 since 2017, and it's the first time there is a complaint from the bone marrow transplant unit. They report several cases of leakage of the 3way stopcock bd connecta through either the luer lock connection with the IV line, or through the white cylinder on the lower part of the stop cock. How often has the defect occurred? Several times when did the incident occur? During use death? No serious injury no erroneous results no course of treatment changed due to event no exposure to blood/bodily fluid no medical int. Other than first aid no needle/probe stick no safety issue no other actions taken: no.